Event description:
Procedure: unk, pt sex: unk. Reportedly, the surgeon claims the staple would not fire properly and the stapler sulu anvils were observed to be bent which indicates device misapplication over thick tissue. The tissue was observed to be was very hard and thick and not easily compressible. As a result of stape line failure the procedure was converted to an open procedure and the staple line was controlled.